Manufacturer narrative:
The reported event of the insulation damage was confirmed. The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found no anomalies to the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion exposing the outer coil caused by friction to the device can.

Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited high pacing impedance and insulation damage. It was also noted that patient's pacemaker exhibited no pacing output. The pacemaker, rv lead and atrial lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: g3 of previous report should have been 6 jun 2024.